Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was poor communication. The consumer reported that the recharger wasn't charging the patient¿s ins. The consumer reported that the patient couldn't walk so the patient tried to charge on (B)(6) 2018 and noticed the recharger wasn't charging his ins correctly. During the call, it was the caller was referring to the recharger showing the reposition antenna screen when attempting to start a charge session. The last time the patient was able to successfully charge was two weeks ago. The patient wasn't able to communicate with another external device. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge/check the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.